Manufacturer narrative:
The manufacturer previously reported information alleging the device's lcd backlight did not light and the screen turned totally dark. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the lcd failure. The device was visually inspected and no defects were found. The device's error log was not available for review. The product investigation laboratory was unable to confirm of the any of the allegations of failure of the trilogy lcd display. The lcd display was verified to be good with no backlighting or graphics issues. This device complaint has been determined to be not reportable.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd backlight did not light and the screen turned totally dark was observed. The device¿s lcd display was replaced to address the issue.